Event description:
It was reported "suspected severe kink to catheter". Additional information states that the catheter was removed and not replaced. It is also reported that "during removal a large embolus was expelled". The user also stated that the patient "had to be intubated" during the course of the event. However, no further details explaining the event were available. The patient's current condition is reported as "critical". Please see associated MDR#: 3010532612-2024-00769.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The teflon sheath was on the iabc. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned iabc. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "suspected severe kink to catheter" is not confirmed. No kinks or bends were identified on the iabc central lumen. The guidewire was able to advance through the central lumen without any difficulty. The returned device passed visual and functional test specifications related to the complaint. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.